Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, during an unknown surgery, the needle was broken during suturing in the surgery. Use was stopped. There was no effect on the patient. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * if possible, could you please confirm if the needle piece fell inside of the patient?=>unk * were x-rays or CT scans performed?=>unk * could you please confirm the lot number of the device involved?=>10728p or 1072sp * what is the procedure name and date?=>unk * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number is (B)(4). * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).=>(B)(6) I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 10728p batch 1072sp. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.